Event description:
It was reported that during preparation for an angioplasty procedure, the balloon catheter was unable to be removed from the packaging hoop. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 14 dilatation catheter partially loaded onto a packaging hoop was returned for evaluation. No anomalies were noted in the hoop. No damage was noted to the inner packaging or outer packaging. The strain relief protection was noted to be loose and not seated correctly. No other anomalies were noted during the visual evaluation. The balloon catheter was able to be removed from the packaging issue and the inner balloon protector without any issues. No other functional testing was performed due to the nature of the complaint. As a result, the investigation for the reported inability to remove the catheter from the package hoop was unconfirmed because the returned device was able to be removed from the hoop and balloon protector without issue. However, the investigation is confirmed for the identified strain relief dislodge as the strain relief of the catheter was noted to be dislodged from its intended location. A definitive root cause for the reported inability to remove the catheter from the package hoop and identified strain relief dislodge could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 03/2024.